Manufacturer narrative:
Manufacturing and quality control data: the shuntassistant® was manufactured by a qualified employee in february 2020. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. The shuntassistant® has a fixed pressure stage of 25 cmh2o. The product was inspected as article fv252t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage were detected. Permeability test: a permeability test has shown that the shuntassistant® is permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant®. To make the proteins /deposits in the shuntassistant® more visible, they were colored using a staining solution. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. For the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation, we are unable to substantiate the clinical claim of over-drainage. At the time of our investigation, the valves were operating within the specified tolerances. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (#fv252t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years; height: 125 centimeters (cm); weight: 30 kilograms (kg); gender: male. Same event as medwatch-no. 3004721439-2022-00268.